Event description:
An alarm rang on the balloon pump. The nurse went to see what the alarm was for and it read "no trigger". The trigger was supposed to be set for external a line pressure. There were no wave-forms on the screen at all. The nurse attempted to change the trigger to ECG with no response from the iabp. All leads, cables, and connections were checked and all appeared ok. The nurse tried to change the trigger for ECG but the screen was completely black. The patient was deemed stable enough to take off the iabp and this was done. He remained stable thereafter and no harm resulted.